Event description:
Reporter called to state she received a recall letter from (B)(6) pharmacy for her device. Letter dates (B)(6) 2026, however she received it only about a week ago. She states she has been noticing her device giving an "e-5 error" alert more often than usual. Reporter also states that during her last doctor's visit, her a1-c test reading was much higher than usual, so she believes her device has been giving incorrect readings.